Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, who is trained in proglide use, attempted common femoral arteriotomy closure after an interventional coronary angioplasty. The plunger would not stay down despite two attempts. On the third attempt, the plunger stayed down, with the usual amount of resistance, but no suture was present on retrieval. After removing the device the foot was missing, but it was not seen on angiography. The physician assumed the piece remained in the patient's body. Angiography showed no filling defects, so he does not think it remains in the vasculature, and it may be elsewhere in the groin, though it did not show up on CT. The patient is fine and has shown no indication of the altered distal perfusion. The physician stated that the proglide functioned as expected up until the foot break. Hemostasis was achieved with a second proglide. There was no adverse patient effect. Despite request, no additional information is available.